Manufacturer narrative:
Concomitant medical device: 419388 lead implanted: (B)(6) 2004; 5076-52 lead implanted: (B)(6) 2004 .product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported the right ventricular (rv) lead defibrillation coil impedance was high and variable. It was further reported a lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.